Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. A sample has been received, but has not yet been evaluated. (B)(4).

Event description:
The customer reported that a large amount of air came out from infusion line during surgery. The air caused the surgeon to have difficulty viewing; however, the surgery was completed with no harm to the pt.